Manufacturer narrative:
(B)(4). The device (catalog#) is not sold in the us. Similar device sold in us. Preliminary evaluation of the returned device sample indicates swg - kinked.

Event description:
Customer reports: the catheter could not be advanced over the guide wire, the catheter was blocked near the junction hub. A new catheter was used successfully.

Manufacturer narrative:
(B)(4). The customer returned an opened bb-22853 kit that contained various components including a guide wire assembly and a 3-lumen catheter for evaluation. Visual examination of the guide wire revealed a single kink towards the proximal end of the body. The distal j-bend was undamaged. Both welds were present and were observed to be full and spherical. Visual examination of the catheter did not reveal any defects or anomalies. The guide wire was kinked 14 mm from the proximal tip. The outer diameter of the returned guide wire and the length of the catheter body were measured and were found to be within specification. The length of the guide wire measured to be 602 mm which is not within specification; therefore, the returned guide wire is not the guide wire that was supplied in kit bb-22853. This does not affect the functional testing as the guide wire is the correct outer diameter. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension lines it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines on the catheter were flushed with water and functioned as expected. No sign of blockage or inter lumen crossover was observed. A device history record review was performed on the guide wire and the catheter and no relevant manufacturing issues were identified. The reported complaint of difficulty passing the guide wire through the catheter was confirmed by complaint investigation. The returned guide wire was unable to pass through the returned catheter. Visual examination revealed the guide wire contained a single kink towards the proximal tip. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
Customer reports: the catheter could not be advanced over the guide wire, the catheter was blocked near the junction hub. A new catheter was used successfully.